Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had foreign matter within the fluid pathway. The following information was provided by the client: "last thursday, one of my rns dc¿d a pts IV along with their cardizem gtt and she noticed this weird yellow contents in the tubing at the y-site of the extension tubing. Luckily, this did not travel to the pt."

Manufacturer narrative:
H6: investigation summary: a complaint of foreign matter being found in the tubing was received from the customer. A photo was provided for investigation. In the photo a small yellowish brown piece of matter can be seen in the tubing. The defect was confirmed. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set had foreign matter within the fluid pathway. The following information was provided by the client: "last thursday, one of my rns dc¿d a pts IV along with their cardizem gtt and she noticed this weird yellow contents in the tubing at the y-site of the extension tubing. Luckily, this did not travel to the pt. "